Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. (B)(4). Additional information requested and received: all the answers around the procedure itself are unknown at this time as the physician has yet to provide a response and/or the video. Was the procedure performed laparoscopically or open? Laparoscopic. Does the physical feel that the device led to the post-op complications? Please explain. Yes, my understanding from the surgeon who was on-call was that both he and dr. (B)(6) (physician who¿s patient had to be brought back) thought it was due to bleeding along the staple line where pvs was utilized. It was reported that, ¿on a case, last friday, there was bleeding thru the staple line from the gonadal vein. If I can find the video, I can show it to you.¿ were you referring to this patient or a different patient? If a different patient, has a second complaint been reported? Same patient. I copy/pasted the surgeon¿s email content when I filled out the report. What is the current patient status? Unknown additional information requested but unavailable: where was the tumor located? What was the size of the tumor? Was there invasion of the tumor into the renal vein? What was the size of the gonadal vein? Please describe the bleeding through the staple line (oozing, etc.)? How was the bleeding addressed? It is the surgeon¿s normal practice to use a stapler on the gonadal vein? Were any staple formation issues noted in the primary procedure? Was it confirmed that the entire vessel was proximal to cut line prior to firing? Was there any extraneous tissue beyond the cut line when device was fired? Was the tip of device visualized prior to firing? Were any clips used in the area of the firing? What were the postoperative complications? How long after the primary procedure was the reoperation? What was done during the reoperation? Were any staple formation issues noted in the reoperation? If available, please send the video. What is the current patient status?

Event description:
It was reported that during a radical nephrectomy procedure, there was bleeding thru the staple line from the gonadal vein. Case concluded but physician had to bring patient back to operating room due to post-operative complications.